Event description:
It was reported that patient has popping in the right hip near the neck/stem area.

Manufacturer narrative:
An event regarding audible noise involving an unknown rejuvenate modular stem was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported "popping" determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. It is noted the rejuvenate modular product family has been recalled (ra 2012-067) due to an elevated revision rate for adverse local tissue reaction and related harms. The other device listed in this report is an unknown rejuvenate neck. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience due to the minimal information received. Device not returned to manufacturer.